Event description:
It was reported by the patient that they had redness and pain at the site of their newly implanted device. It was also reported that they still had the suture staples for the incision and they were questioning when the staples should be removed. The device is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.